Manufacturer narrative:
Unit passed displacement test and self-test. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm. Customer was advised that power source was unable to charge. Customer's blood glucose was 13 mg/dl. Customer was advised that insulin pump would need to be replaced.